Event description:
Nurse noted that vascular introducer leaking, and noted that a piece of rubber appeared to be torn off introducer cannula introducer was in 3 separate pieces. Appears as the top cannula introducer was ripped off. Unknown how this occurred.